Event description:
Pfs alleges metallosis, pseudotumor, tissue damage, trouble walking due to leg length discrepancy. After review of medical records patient was revised to addressed extensive metal tinged fluid in hip, tissues with moderate adverse tissue reaction. Prior to revision patient noticed of her left hip was clicking. Revision notes indicated when capsule was incised, extensive gray fluid was expressed, excess tissue and scar tissue was remove from acetabulum. The cup was removed with minimal bone loss. Added demographic data of patient, account name, date of revision, medical history, surgeon, product details of liner, head and stem in impacted products. Corrected patient's initial. Doi: (B)(6) 2009 dor: (B)(6) 2019 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). No code available use for medical device removal, surgical intervention.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleged corrosion and friction wear is believed to have caused toxic amounts of cobalt-chromium metal debris to be released into plaintiff tissue. Patient also experienced pain, injury, instability is made worse with everyday movement and weight bearing activities.